Manufacturer narrative:
Device not designed to cut. It is a linear stapler not a linear cutter. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: condition of anvil, good; condition of anivl shroud, good; condition of cartridge, good; condition of driver, good/exended; condition of earmuff, good; condition of head, good; firing lever position, closed/fired positi; rotation, good; staples present, no and trigger position, closed/fired positi. Functional tests & results: artriculation, yes; closure force, normal and instrument cycled, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that instrument was conforming with regard to staples firing and forming. Instrument was received in good physical condition and with both triggers in closed, fired position. Instrument was noted to be very clean and did not appear to have been used surgically. Instrument was then reloaded, cycled, fired, and formed all staples without incident. Staples were measured and were found to be within specification. Each instrument is evaluated during assembly process to ensure that stpales fire and form correctly. Ax55 product line instruments are not designed to cut tissue, as they are linear staplers and not linear cutters. For further info please consult your packaging insert before use. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that the procedure had to be done by hand, because the device would not cut. There was no pt consequence. Additional info rec'd on 10/23/97. It was clarified that the procedure was a very low anterior resection. The surgeon thought that the device was used properly. The surgeon heard a crunch as if firing was normal. There was no staples present. The devices was fired again, some staples formed correctly but only part of the staple line was complete. The surgeon completed the procedure by had unit using a cdh.